Event description:
User said the unit was overfilling and not alarming. He said the first time, station 9 overfilled by 11% and the second time it overfilled by 9.5%. The other stations were within acceptable limits.